Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
It was reported hole found in catheter. PICC placed a month ago. Became positional and difficult to flush. Decide to pull back PICC by 1cm and found there was a hole in it.